Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a 12cm benign esophageal stenosis as a result of caustic ingestion. During the procedure, the stent was deployed off of the delivery system within the stricture. However, during withdrawal of the delivery catheter, the blue tip of the catheter detached and remained lodged within the stent. The physician made several unsuccessful attempts to retrieve the tip using a clamp and a polypectomy snare. During the retrieval attempts, the tip broke into pieces. The physician also attempted to flush the tip out of the stent and into the stomach using a savary dilator but this was unsuccessful. Following the stenting procedure, the patient was hospitalized and under observation for five days. On (B)(6), 2011, a re-intervention was performed. The stent had expanded and the physician successfully retrieved the tip using a clamp. The stent was left implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the initial procedure and the re-intervention was reported to be stable.